Event description:
A patient with diabetes reported an event during therapy in which insulin leakage was observed at the infusion site, accompanied by an odor. Upon removal of the infusion set, blood was noted in the cannula. The patient replaced both the infusion set and the cassette, which resolved the issue. The event involved the patient but resulted in no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.